Manufacturer narrative:
Device passed selftest and displacement test. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken traces on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received hardware low level failures error. The customer's blood glucose level was unknown. The customer was able to rewind the insulin pump and inulin pump did not passed the self test. The insulin pump will be returned for analysis.